Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keypad had stuck button. This occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'stuck button' was reproduced. A review of the event history log (ehl) revealed occurrences of 'system error 119' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad was faulty. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. Ec119 can only occur during the initial power-up sequence of the pump. It cannot occur during pumping/infusion. This issue may result in a delay of the delivery of intravenous (IV) solutions. It is unlikely that this issue would cause or contribute to a potential death or serious injury.